Manufacturer narrative:
Patient ID also reported as (B)(4). This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Commodate of concomitant therapy is the same as date of implantation, an unknown date in (B)(6) 2018. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal on the distal tibia due to broken hardware and nonunion/delayed healing. The patient was revised to a non-synthes tibio-talo-calcaneal (ttc) nail. Patient was originally implanted with a (1) variable angle locking compression plate (va-lcp), four (4) 3.5mm cortex screws, seven (7) 2.7mm locking screws, and two (2) 4mm cannulated screws in (B)(6) 2015. Fragments were generated and removed. Some fragments were more difficult to remove and required additional intervention. The surgeon had to trephine the broken screws: one (1) 3.5mm cortex screw and all seven (7) 2.7mm locking screws. Procedure was successfully completed with no delay. Patient outcome was okay. Concomitant devices: 3.5mm cortex screws (part: unknown, lot: unknown, quantity: 3), 4mm cannulated screws (part: unknown, lot: unknown, quantity: 2), 2.7/3.5mm va-lcp anterolateral distal tibia pl/10 holes/right (part: 02.118.208, lot: 7784224, quantity: 1). This report is for an unknown cortex screw. This is report 1 of 2 for (B)(4).